Event description:
A first procedure was performed in 2003. The pt returned to the hosp 4 months later with a recurrence of angina. Angiography was performed and restenosis of the target lesion was noted. Treatment of the restenosis was accomplished with angioplasty and successful placement of another stent.